Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (ess205) (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastodynia and adenomyosis. (B)(6) 2019-surgical pathology report uterus and bilateral tubes, resection: benign late secretory pattern endometrium; focal adenomyosis; unremarkable cervix; benign fallopian tubes, bilateral. Concomitant products included hydroxyzine, omeprazole and trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced adnexa uteri pain ("bad cramps-ovaries"), abdominal pain lower ("lower stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced miliaria ("allergy: rash/skin condition-heat rash like blemishes"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and urticaria ("hive like rashes"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation ("suicidal thoughts"), abdominal pain ("abdominal pain"), anxiety ("anxiety") and depression ("psychological injury-depression"). The patient was treated with citalopram, ibuprofen and surgery (hysterectomy full, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, urinary tract infection, fatigue, alopecia, migraine, headache and vaginal haemorrhage had resolved, the suicidal ideation, adnexa uteri pain, abdominal pain lower, anxiety, vaginal infection, depression and urticaria outcome was unknown and the miliaria was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, miliaria, pelvic pain, suicidal ideation, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for psychological injury, fatigue, hair loss, migraines, headaches. Discrepancy noted in date of insertion- (B)(6) 2006, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test (unspecified) - yes, result unknown. Lot number: 629144 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and suicidal ideation ('suicidal thoughts') in an adult female patient who had essure (ess205) (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastodynia and adenomyosis. (B)(6) 2019-surgical pathology report uterus and bilateral tubes, resection: -benign late secretory pattern endometrium -focal adenomyosis -unremarkable cervix -benign fallopian tubes, bilateral. Concomitant products included hydroxyzine, omeprazole and trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced adnexa uteri pain ("bad cramps-ovaries"), abdominal pain lower ("lower stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/ lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced miliaria ("allergy: rash/skin condition-heat rash like blemishes"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and urticaria ("hive like rashes"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("anxiety") and depression ("psychological injury-depression"). The patient was treated with citalopram, ibuprofen and surgery (hysterectomy full, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, urinary tract infection, fatigue, alopecia, migraine, headache and vaginal haemorrhage had resolved, the suicidal ideation, adnexa uteri pain, abdominal pain lower, anxiety, vaginal infection, depression and urticaria outcome was unknown and the miliaria was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, miliaria, pelvic pain, suicidal ideation, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for psychological injury, fatigue, hair loss, migraines, headaches. Discrepancy noted in date of insertion- (B)(6) 2006, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test (unspecified) - yes, result unknown. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), anxiety, hive like rashes, lower stomach pain, bad cramps-ovaries, suicidal thoughts were added. Event rash/skin condition updated to heat rash. Event psychological injury updated to depression. Outcome of urinary tract infection updated to recovered / resolved.outcome of miliaria updated to recovering / resolving. New reporters, medical history, treatment and concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psychological injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, alopecia, migraine and headache had resolved and the dermatitis allergic, psychological trauma, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for psychological injury, fatigue, hair loss, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test (unspecified) - yes, result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain,menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, psychological injury, urinary tract infection, vaginal infection, fatigue, hair loss, migraines, headaches incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.